Manufacturer narrative:
This MDR submitted 01/26/2011. (B)(4). Method: manufacturer/evaluation/investigation in process. Device has been requested. No product returned. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports that protime microcoagulation system the inr of patient decreased from 2.0 to 1.2 after warfarin intake. The protime instrument gave a result that was a lower value than the lab reference. No adverse event(s) reported.